Manufacturer narrative:
Correction: impact code updated from surgical intervention f19 to unexpected medical intervention f23

Event description:
Champion af study. It was reported that a pericardial effusion occurred. Prior to the index procedure, aspirin (81 mg) and rivaroxaban (20 mg) were administered. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. On (B)(6) 2021, post index procedure, a transesophageal echo (tee) revealed a pericardial effusion of an unknown size. The patient was hospitalized and surgery was performed in response to the event. On (B)(6) 2021, aspirin (81 mg) and rivaroxaban (20 mg) was stopped. On (B)(6) 2021, aspirin (81 mg) was restarted and the patient was discharged. No additional information is known at this time. It was further reported that on (B)(6) 2021, on the same day post index procedure, the patient experienced chest pain, shortness of breath and hypotension. An echo revealed a moderate to large pericardial effusion especially in the subcostal area over the right ventricle. The right ventricle was also collapsed and there was significant mitral inflow variation and findings were consistent with cardiac tamponade. Subsequently, an emergency pericardiocentesis was performed and a pericardial drain remained in place. The patient was transferred to the intensive care unit (ICU). In the ICU, the patient was hemodynamically stable, and 94% oxygen saturation was maintained with a non-breather mask, however, saturation suddenly dropped to 85% without a mask. Later, the patient was transfused with 2 units of blood and 1 unit of fresh frozen plasma and approximately 150 ml of bright red clots drained from the pericardial drain. Post 4 hours, 100 ml of bright red blood with clots were removed from the pericardial drain. On (B)(6) 2021, an echocardiogram revealed a small anterior pericardial effusion (pericardial fluid measured 0.6 at end diastole) without echocardiographic indication of tamponade. The pericardial drain was removed. Upon examination, the patient reported shortness of breath for which colchicine 0.6 mg and toradol 30mg ivp were started. A cardiology consult recommended to continue with the pericardial drain and planned to observe the patient until morning. Aspirin (81mg) and rivaroxaban (20mg) were paused due to concern of tamponade. On (B)(6) 2021, beside examination revealed no acute distress, denied shortness of breath and chest pain, however, complained about pain all over. Overnight, a scant amount drainage was collected from the pericardial drain and the patient was hemodynamically stable and reported soreness around pericardial drain insertion site and also stated chest discomfort with deep inspiration. A repeat echo revealed left ventricular wall motion was normal and absence of pericardial effusion. On (B)(6) 2021, the pericardial drain was removed without complications and the patient was hemodynamically stable. On (B)(6) 2021, a portable chest x-ray revealed magnified cardiac silhouetted and no pneumothorax, mild pulmonary interstitial prominence, no large pulmonary consolidation or plural effusion and no acute bony findings. On the same day, echo revealed no evidences of pericardial effusion over the suboptimal area and left ventricular wall motion was normal.

Event description:
Champion af study. It was reported that a pericardial effusion occurred. Prior to the index procedure, aspirin (81 mg) and rivaroxaban (20 mg) were administered. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. On (B)(6) 2021, post index procedure, a transesophageal echo (tee) revealed a pericardial effusion of an unknown size. The patient was hospitalized and surgery was performed in response to the event. On (B)(6) 2021, aspirin (81 mg) and rivaroxaban (20 mg) was stopped. On (B)(6) 2021, aspirin (81 mg) was restarted and the patient was discharged. No additional information is known at this time. It was further reported that on (B)(6) 2021, on the same day post index procedure, the patient experienced chest pain, shortness of breath and hypotension. An echo revealed a moderate to large pericardial effusion especially in the subcostal area over the right ventricle. The right ventricle was also collapsed and there was significant mitral inflow variation and findings were consistent with cardiac tamponade. Subsequently, an emergency pericardiocentesis was performed and a pericardial drain remained in place. The patient was transferred to the intensive care unit (ICU). In the ICU, the patient was hemodynamically stable, and 94% oxygen saturation was maintained with a non-breather mask, however, saturation suddenly dropped to 85% without a mask. Later, the patient was transfused with 2 units of blood and 1 unit of fresh frozen plasma and approximately 150 ml of bright red clots drained from the pericardial drain. Post 4 hours, 100 ml of bright red blood with clots were removed from the pericardial drain. On (B)(6) 2021, an echocardiogram revealed a small anterior pericardial effusion (pericardial fluid measured 0.6 at end diastole) without echocardiographic indication of tamponade. The pericardial drain was removed. Upon examination, the patient reported shortness of breath for which colchicine 0.6 mg and toradol 30mg ivp were started. A cardiology consult recommended to continue with the pericardial drain and planned to observe the patient until morning. Aspirin (81mg) and rivaroxaban (20mg) were paused due to concern of tamponade. On (B)(6) 2021, beside examination revealed no acute distress, denied shortness of breath and chest pain, however, complained about pain all over. Overnight, a scant amount drainage was collected from the pericardial drain and the patient was hemodynamically stable and reported soreness around pericardial drain insertion site and also stated chest discomfort with deep inspiration. A repeat echo revealed left ventricular wall motion was normal and absence of pericardial effusion. On (B)(6) 2021, the pericardial drain was removed without complications and the patient was hemodynamically stable. On (B)(6) 2021, a portable chest x-ray revealed magnified cardiac silhouetted and no pneumothorax, mild pulmonary interstitial prominence, no large pulmonary consolidation or plural effusion and no acute bony findings. On the same day, echo revealed no evidences of pericardial effusion over the suboptimal area and left ventricular wall motion was normal. It was further reported that on (B)(6) 2021, aspirin (81 mg) was restarted. The event was considered to be resolved and the patient was discharged.

Event description:
Champion af study: it was reported that a pericardial effusion occurred. Prior to the index procedure, aspirin (81 mg) and rivaroxaban (20 mg) were administered. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. On (B)(6) 2021, post index procedure, a transesophageal echo (tee) revealed a pericardial effusion of an unknown size. The patient was hospitalized and surgery was performed in response to the event. On (B)(6) 2021, aspirin (81 mg) and rivaroxaban (20 mg) was stopped. On (B)(6) 2021, aspirin (81 mg) was restarted and the patient was discharged. No additional information is known at this time.